Event description:
It was reported by the affiliate that the (2) er420 were used during a laparoscopic cholecystectomy procedure. It was reported that the clips would not feed into the jaw properly. The case was completed with another device and there was no consequence to the pt.